Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Gore® excluder® iliac branch endoprosthesis, adverse events with may occur and/or require intervention including, but not limited to, endoleak, vascular trauma.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After iliac branch component (ibc) was implanted in the left side of the patient, the delivery catheter of internal iliac component (iic) was delivered into the left internal iliac artery. The delivery catheter of iic did not advance through the guidewire due to bend of the left internal iliac artery, resulting delivery difficult. The device was forcefully pushed and deployed. After the ballooning, drop in blood pressure and in hemoglobin were observed. Angiography confirmed vessel damage in the distal side of left internal iliac artery. As a treatment, coil embolization was performed in the left internal iliac artery, inferior gluteal artery, and superior gluteal artery. The physician comments that it was difficult to deliver the device since the left internal iliac artery was angled. Reported the vessel was damaged when the device was forcefully pushed into the left internal iliac artery.